Manufacturer narrative:
Date of event: date of device breakage and non-union is not known. PMA/510k: this report is for two (2) unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2017 due to post-operative hardware failure and a hypertrophic non-union of the right femur. Initially, the patient had an antegrade femoral nailing (afn) insertion procedure on (B)(6) 2016 and was implanted with a right afn femoral nail (11mm x 420mm), two proximal locking screws and two distal locking screws. During the revision surgery the right afn nail and two broken distal locking screws were removed successfully. The patient was re-reamed and a new r-afn femoral nail (14mm x 420mm) was implanted. There was no surgical delay, patient outcome good, procedure completed successfully. No additional information is available. Concomitant devices reported: right antegrade femoral nail 11x420mm (part number unknown, lot number unknown, quantity 1), proximal locking screws (part number unknown, lot number unknown, quantity 2), this report is for two (2) unknown screws. This is report 1 of 1 for (B)(4).